Manufacturer narrative:
The customer hmi (hygiene microbiological investigation) results reported the device tested positive with staphylococci coagulase negative in air/water channel at 9 cfu, staphylococci coagulase negative in suction channel at 11 cfu and microorganism revivable in water jet channel at less than 1 cfu. The olympus (B)(4) hmi (hygiene microbiological investigation) results reported the endoscope device channel (all channels) conform, to results of less than 1 fcu. (Olympus (B)(4)) (B)(6) olympus subsidiary for hmi (hygiene microbiological investigation) results obtained comply with the target level defined in the regulations of (B)(6) outlined on (B)(6), 2016. The results are conform to (B)(6) recommendation. Rrc (regional repair center) (B)(4) olympus device evaluation findings below: during incoming inspection found no damage, product sent back to the customer without any repair. The customer cds checklist has not yet been received for evaluation. Multiple follow ups were made, however, no response received from customer. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by (B)(6) regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the (olympus (B)(4)) (B)(6) olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
Please see updates to b5 and d9 for additional information added. Correction to g2 to add the foreign country france. This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sterilization (cds) practices checklist and the legal manufacturer's final investigation. The customer provided their cds practices as follows: precleaning is performed without detergent by aspirating water through the instrument and suction channels, and by flushing the air/water and auxiliary water channels. Manual cleaning is performed with salvanios premium detergent brushing the instrument . Suction channels, suction cylinder, and distal end and areas around the elevator. The model of the brush used for manual cleaning is nova'clean. Manual disinfection is performed with anioxyde 1000 detergent. The automatic endoscopic reprocessor used by the customer is a soluscope 3. The detergent and disinfectants used are soluscope cln and soluscope paa respectivly. The device is stored horizontally. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.